Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube o-ring. Insulin pump received with cracked and scratched keypad overlay. Insulin pump received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the reservoir thread is cracked. Customer's blood glucose reading was 128 mg/dl. Product is being returned and replaced.